Manufacturer narrative:
(B)(4). Evaluation summary: the incident information and analysis of the returned clip delivery system (cds) was reviewed. Functional inspection of the cds was performed. The clip was opened to approximately 180 degrees and the delivery catheter (dc) handle was rotated 3/4 of a turn clockwise direction (as reported). The grippers were raised. The grippers were lowered next as the reported issue occurred during lowering the grippers, and no clip movement was noted. The clip did not move medial or lateral upon lowering or raising the grippers. The cds and proxy steerable guiding catheter (sgc) were inserted into a water bath with a simulated inferior vena cava. With the dc shaft extended approximately 1 cm, a curve of 75 degrees was applied to the sgc in the + direction and 90 degrees was applied to the cds steerable sleeve in the m-direction. It was noted that the sleeve curved unusually in the posterior direction when applying the curves. The sleeve starting a/p angle was approximately 15 degrees in the + direction, which met the steerable sleeve a/p angle specification. The clip was opened to approximately 180 degrees and the dc handle was rotated approximately 3/4 of a turn in clockwise direction. The grippers were raised, and then lowered, and the reported issue of the clip moving medial or lateral upon lowering the grippers was unable to be confirmed, as no movement of the clip was noted upon raising or lowering the grippers. Further investigation of the cds was performed with the clip opened to approximately 120 degrees (grasping arm angle) and the grippers being lowered and raised. No clip movement was observed. Therefore, the reported difficulty positioning the device due to clip movement was unable to be confirmed. Even though the reported difficulty positioning the cds was not confirmed, the reported difficulty may have been due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device from the curves on the device or due to the anatomy can result in the reported difficulty. Potential causes for difficulty positioning the cds can be caused by, but are not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, the difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. It is possible that there may have been some external force on the device during the procedure that caused more tension on the device, resulting in the reported difficulty positioning the cds (clip movement); however, this cannot be definitively confirmed. Upon removing the cds from the sgc during returned device evaluation, it was noted that the blue alignment markers were observed to be offset approximately 90 degrees and the sleeve key was found to be loose; the key could be rotated around the steerable sleeve. Based on the related records review and evaluation of the returned device, the manufacturing group determined the presence of a product deficiency for this issue. The loose sleeve key is attributed to inadvertent heating of the bond area during the heat shaping process of the distal steerable portion of the shaft. The failure mode will continue to be monitored per local quality procedures. The loose sleeve key bond would not have contributed to the reported event as it was confirmed that the reported issues were not during steering. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the difficulty in positioning the cds (clip movement) issue cannot be determined. A review of the device history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history for this lot did not indicate a manufacturing issue.

Manufacturer narrative:
(B)(4). Mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report, the following information was provided: there were no issues observed during functional inspection of the clip delivery system (cds) prior to use. There were no extreme curves on the guide or cds during the procedure, and the stored torque was released. During alignment of the clip arms perpendicular to the line of leaflet coaptation, the delivery catheter (dc) handle was turned less than 180 degrees. When the clip was seen moving medial and lateral, it was when the grippers were being lowered. When grasping of the leaflets was attempted, the mitraclip device moved either medial or lateral in the intercommissural (ic) echo view of the intended grasping area every time the grippers were down. No additional information was provided.

Event description:
This is filed on the clip delivery system as unintended clip movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The anatomy was not tortuous or calcified. The first clip delivery system (cds) to be used was prepared according to the instructions for use. The keys were confirmed to be aligned during insertion of the cds, and there was no difficulty noted during insertion or advancement. The steerable guiding catheter (sgc) tip was in neutral when in the left atrium. During the attempt to grasp the leaflets, the clip moved either medial or lateral in the intercommisural echo view every time the grippers were put down. It was confirmed that this movement did not occur during steering. The sleeve tip was not deflected more than 90 degrees at any point during preparation or the procedure. The cds was replaced. The mr grade was reduced to 2 with the implantation of 3 clips. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.